Event description:
It was reported via trial that 17 days post a left internal carotid artery stenting procedure the patient experienced right sided weakness and visual symptoms which was diagnosed as a stroke. In-stent thrombosis was found, possibly secondary to non-compliance with plavix, which was treated with intra-arterial tissue plasminogen activator (tpa) . On (B)(6) 2011, the patient was discharged to rehabilitation. The condition is noted as continuing and improving. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects cerebrovascular accident (stroke) and thrombosis are listed in the product instruction for use as a known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.